Event description:
Country of complaint: (B)(4). Thread breaks easily.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site eval:samples received: 124 unopened pouches. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Know pull tensile strength of the samples prior to releasing the product were within specification. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.